Event description:
It was reported that an arteriotomy closure of the right femoral artery was achieved using a perclose at device. Post-procedure (after removal of guiding catheter for percutaneous coronary intervention or skin closure for coronary artery bypass graft to hospital discharge) a hematoma of approximately 2cm developed. It was indicated as not a serious adverse event. No treatment or stop date was documented and the patient was discharged home the following day. It was indicated the event was definitively related to the procedure, and possibly caused by the usage of antiplatelet medication. The physician is reported as not trained in the use of the perclose at device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: sheath: 8 fr; stent: xience prime 4.0x12, xience prime 3.5x38, xience prime 2.75x12; other: prasugrel, aspirin, bivalirudin. (B)(4). Operator not trained. The instructions for use under caution states the device should only be used by healthcare professionals who are trained in diagnostic and therapeutic catheterization procedures and who have been trained in the use of this device by an authorized representative of abbott vascular. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.